Event description:
From staff: surgeon attempted to place a third screw during the procedure and when placing the screw, the threads became entangled with the other screws, and the screw broke shearing off at the level of the screw threads. Surgeon was able to remove the shaft and head of the screw, but it was deemed it would cause more damage to remove the threads of the screw, and therefore this was left in patient. Operative report: I attempted to place a third screw in an antegrade direction from proximal distal to lateral medial. I was able to pre-drill this screw, but when placing this screw, the threads became entangled with the other screws, and the screw broke shearing off at the level of the screw threads. I was able to remove the shaft and head of the screw, but it was deemed it would cause more damage to remove the threads of the screw, and therefore they were left in situ. Family and patient notified after the surgery. After, ap and lateral views of the ankle showed good alignment, good placement of the hardware, and that the remnant of the screw was only in the distal tibia, and it was not involved with the joint space.